Manufacturer narrative:
The reported event of failure to advance stylet was confirmed. A complete lead was returned in one piece without a stylet. The stylet insertion/ removal test was performed and found the stylet was not able to advance at the proximal region of the lead. Destructive analysis found the inner coil was clogged with blood/ body fluids. The cause of the reported event was isolated to the inner coil being clogged with blood/ body fluids.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the guidewire failed to advance through the right atrial (ra) lead tip. Another attempt was made with a different guidewire but was unsuccessful. The ra lead was not used and replaced on (B)(6) 2025. The patient was discharged following the procedure.